Event description:
During follow-up, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead was explanted and replaced.

Manufacturer narrative:
A lead was returned in two pieces. External insulation abrasions were found in multiple locations between 8.5cm to 31.2 cm from distal tip, consistent with friction to another device. Etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.